Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a fifty-nine-year-old female with a past medical history of end-stage renal disease managed with peritoneal dialysis, hypertension, chronic systolic heart failure, and diabetes mellitus presented to the emergency department due to hypotension. A right heart catheterization and transthoracic echocardiogram demonstrated a newly reduced left ventricular ejection fraction with elevated cardiac filling pressures and high pulmonary capillary wedge pressure, and a cardiac index of one liter per minute per square meter. Left heart catheterization revealed severe disease involving three coronary vessels. The patient was not considered a surgical candidate, and therefore the care team planned a percutaneous coronary intervention (pci) of the left main coronary artery, left anterior descending (lad) coronary artery, and the first diagonal branch. The patient arrived to the cardiac catheterization laboratory receiving dual inotropic medications with a systolic blood pressure in the seventies. During shockwave of the lad, the patient experienced clinical decompensation, and the team elected to implant an impella cp. The device was successfully implanted. Following implantation, the pci was able to be performed. During pci of the left coronaries, the patient experienced significant drops in arterial pressure and cardiac arrest requiring cardiopulmonary resuscitation, and pci of the right coronary artery was aborted. The patient was transferred to the cardiovascular intensive care unit (ICU). Upon arrival in the ICU, the impella access site was noted to have active oozing, which was controlled with pressure. The patient remained on norepinephrine, milrinone, and dobutamine infusions. The patient was receiving continuous renal replacement therapy due to chronic renal failure and had been on dialysis prior to the procedure. On the second day of impella support, a low placement signal alarm occurred beginning at approximately 7:00 p.m. And resolved after several hours. The alarm was attributed to underfilling of the left ventricle in the setting of the patient¿s underlying hemodynamic condition. The diastolic placement signal correlated with the patient¿s diastolic blood pressure, and appropriate pump position was confirmed by echocardiography. On the fifth day of hospitalization, the decision was made to withdraw advanced medical therapies, as the patient was not considered a candidate for heart transplantation or durable left ventricular assist device support. Mechanical circulatory support with the impella device was discontinued, and the patient was transitioned to hospice care. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.

Manufacturer narrative:
Section d catalog number was corrected

Manufacturer narrative:
D1. Brand name corrected. D4. Serial and primary UDI number corrected.